Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was difficult to place during a system upgrade. It was noted that the lead would not advance into the ventricle and kept "getting hung up near the valve in the atrium." The lead was explanted and an alternative lead was placed. No patient complications have been reported as a result of this event.